Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging elevated blood glucose measuring 486 mg/dl (27 mmol/l) with no reported symptoms suggestive of hyperglycemia while on insulin pump therapy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. This reported elevation of blood glucose does not meet animas' criteria of a reportable adverse event and is not considered a serious injury. The reporter stated that the patient noticed that the piston rod had difficulties when loading the cartridge. No further information was reported. This complaint is being reported because the alleged issue was not able to be resolved after troubleshooting by customer technical support.